Manufacturer narrative:
Additional information: b5, g3, h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, when sealing fat tissue, sealing was inadequate/partial (with evidence of energy delivery and end tones heard) and bled after cutting. The bleeding was less than 5ml, blood transfusion was not necessary, and no medical/surgical intervention or reoperation was done to patient to stop the bleeding. The patient was not on any medication (any meds that can affect blood clotting or may contribute to bleeding). The device never had good seals. There was no re-grasp alert. Another ligasure was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown); vlls10gen, vlls10gen ls series vessel sealing gen (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, when sealing fat tissue, sealing was inadequate/partial (with evidence of energy delivery and end tones heard) and bled after cutting. The device never had good seals. Another ligasure was used with the same generator and it worked fine.